Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was being implanted with a neurostimulator. It was reported that a surgeon was performing the second stage of nerve stimulator implant for the patient. When the rubber boot was removed, the surgeon noticed that the lead cover was damaged and there appeared to be exposed internal wiring. The lead was removed and replaced for safety precautions. It was noted that there were other serious, important medical events that occurred. There were no further complications reported or anticipated.